Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicmo13.2, -6.00 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the lens was explanted due to blurred vision and elevated iop. An ahmed valve was implanted in the patient.

Manufacturer narrative:
Additional information received: patient is fine. Bcva is 10/10 and iop is controlled. Product evaluation found that the lens was returned dry in a micro centrifuge vial. Visual inspection found no visible damage to lens and clear residue on lens. (B)(4).